Event description:
On (B)(6) 2011, customer reported yellowish fluid droplets on top of the lower level reagent cartridges on the dxc 800 instrument and "level sense" errors on the lower level. Customer observed precipitate underneath the cartridges inside the reagent carousel, but no fluid was seen on the upper level cartridges. The identity of the leaking fluid was not determined. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and unloaded all reagent cartridges and cleaned a small spill from a "previous defective cartridge." Fse noted liquid was not near any reagent cartridge openings, but only on the cartridge edges. Fse ran a level sense diagnostic 2 times and observed no errors. Fse unloaded and loaded reagent cartridges again and no "level sense" errors were observed. Fse also removed and cleaned all cuvettes and replaced "several defective cuvettes." Repair was verified per established procedures and no further leaks were reported.

Manufacturer narrative:
(B)(4).